Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that the a3059 mayfield composite series skull clamp had a locking knob that was not holding properly. It was unknown whether the device was in contact with the patient, if there was any patient injury, or surgery delay. Received additional information from the customer on 21jun2019 that there was no incident with this device and that the problem was found on their routine inspection.

Manufacturer narrative:
The device was returned for evaluation with the mayfield 2 lock having up and down movement and the teeth were grinding when rotated. The device history record review showed no abnormalities related to the reported failure. The device passed all required inspection points with no associated mrr¿s, variances or rework. The reported complaint was confirmed. The complaint was likely caused by wear and tear improper handling. A definite root cause could not be reliably determined. Device identifier (B)(4).

Event description:
N/a.